Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer's blood glucose level. The customer was unable to resume insulin therapy as the cartridge alarm recurred, so technical support arranged to replace the pump. The customer was informed about the replacement and was provided with a new pump to ensure uninterrupted insulin delivery.